Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(6) and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model za9003 21.0 diopter intraocular lens (iol) was cut out due to a torn haptic and there was patient contact. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 01/22/2019, device returned to manufacturer: yes. Device evaluation: the lens was received inside the lens case in the packaging box. The lens was observed under microscope and it was observed torn in the optic zone and with part of the optic edge bent. One of the haptic was observed cut with a missing part and with the attached part bent. The other haptic was observed positioned. The condition observed in the haptic that was cut and bent could be caused by the handpiece pushrod. Per initial report the lens was cut out. The complaint haptic damaged was not verified however the haptic was observed detached. No product quality deficiency was identified. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaint has been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.